Event description:
On (B)(6) 2009, pt reported he has been noticing that both buttons on his infusion device were becoming more difficult to press about a month ago. He said it is intermittent, but getting worse. Pt reported the buttons still push in and pop out when pressed. Had him disconnect from the infusion device and tested both buttons; both responded with a beep, vibration and display of 0.0 on the first attempt. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.